Event description:
Information was received indicating that a smiths medical oxygen therapy device presented with system failure code e1. There were no reported adverse events.

Manufacturer narrative:
Other, other text: under further analysis, this product is a purchased finished good (pfg) and does not need reporting by smiths medical as this is not reported under FDA regulation. The initial report was sent in error.